Event description:
It was reported that high impedance was found on the patient's vns. Follow up with the patient's neurologist determined that there was no known physical trauma or manipulation of the patient's vns which may have contributed. Normal impedance had reportedly been observed at some point in time. X-rays were reportedly review by the physician and showed disconnection. A review of device history records for the lead shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.

Manufacturer narrative:
Type of report ; corrected data ; supplemental MDR #2 inadvertently did not mark the type of report as follow up.

Manufacturer narrative:
Describe event or problem; corrected data; supplemental report #1 previously reported incorrect information that the generator was explanted at the time.

Event description:
Information was received which clarified that the patient's generator was recently replaced on (B)(6) 2019, and not replaced on (B)(6) 2018 as previously thought. The explanting facility discards explanted devices per the facility's policies, and product return is not expected. No additional or relevant information has been received to date.

Event description:
Surgery was taken for the high impedance. During surgery, the generator was explanted and the lead had been cut off and was found to be tangled and wrapped around itself. Previous follow was performed with the neurologist regarding patient manipulation of the vns and it was stated that it was unknown. Therefore, the cause of the lead's tangled status is unknown. High impedance was found pre-operatively as well. Device return is not expected as the explanting facility, historically, does not return explanted devices due to the facility's policies. No additional or relevant information has been received to date.